Manufacturer narrative:
(B)(4). Retainer ring = black. Customer alleged the pump having cracked reservoir tube lip. P-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit passed the displacement test. Unit had cracked reservoir tube lip. In summary, customer allegation for cosmetic damage cracked reservoir tube lip was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had crack on reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.